Event description:
It was reported that after one shock, a possible output circuit damage message was received. The patient was in vt and it was not terminated. Low shock impedance was noted. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 25.7-26.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of the rv conductor was abraded and the conductor was partially melted at this location. This is consistent with the reported field observation if the rv conductor came into contact with the ICD can.